Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2015. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent removal of previous retropubic sling, lysis of adhesions and robotic bso due to chronic pelvic pain and sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria